Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during sedation for a diagnostic colonoscopy procedure; the subject device presented a b30 scope communication error. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: fluid invasion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion on their scopes caused the b30 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.